Event description:
The customer reported that during a hysterectomy, the device jaws and knife became damaged due to possible closure of clamps that were in use in the procedure. The device became locked on tissue and the surgeon removed the device by cutting surrounding tissue. There was no pt injury associated with this event.

Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.